Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported after inserting a tampon the string broke leaving the pledget inside. She was able to manually remove the pledget. She did not experience any adverse health affects and did not seek medical attention.